Event description:
It was reported that the luer lock of the tubing disconnected during a case. The tubing was switched out and case was completed.

Manufacturer narrative:
Product was not received for investigation in over 25 days. A detailed investigation cannot be performed without the product. The root cause of this failure mode is inadequate gluing of the plastic part to the main insufflation. The most likely root cause is the plastic part to which the luer lock is connected to which in turn connects to the main insufflation tubing came unglued from the main insufflation tubing. Probable root cause: inadequate gluing during manufacturing ca/pa: continue monitoring and trending such complaints. Currently, changes/improvements are being made to the gluing process at the OEM vendor to avoid such failures.